Manufacturer narrative:
H3: no product was received for analysis. The device history record of reported lot 6084940 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the balloon inside the trach would not inflate. There was unknown reported patient involvement. The patient's initials are m.s.